Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier performed inconsistently. Some clips would form properly while others would not. The device would double feed clips and spit clips out of the jaws unformed. The surgeon was able to complete case with the device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(6). Additional information: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Either the cystic duct or the cystic artery . . . Not sure which one. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown, but when I questioned previously concerning other incidences torque and/or twisting was not an issue. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Not applicable. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Unknown. What was found? Does the patient have any relevant history of surgical treatments? No. If so, what? Not applicable. Did somebody other than the primary surgeon fire the instrument? No. If so, whom? Not applicable. The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.